Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no display ramping on its own. The unit had a cracked case at the display window corners and minor scratches on the display window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer did not recall any significant events leading to the issue. The customer's blood glucose level was 280 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.